Manufacturer narrative:
Additional information received; the physician stated tat the neck measured 26-27mm then tapered to 23-24 above the aneurysm sac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported follow up CT identified a that a small amount of contrast in the aneurysm sac. The physician could not determine if this was a type ia or a type ii endoleak from lumbar arteries in the area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 69mm abdominal aortic aneurysm.  The proximal aortic neck measured 45mm in length. The proximal diameter of the aorta at the renal artery was noted to be 27mm and 29mm distally. Mild neck vessel calcification was present. The external lilacs were tortuous with mild bilateral iliac vessel calcification. It was reported during the index procedure, the endurant iis stent graft was deployed as per the IFU with no issues noted, however, post-implant angiogram revealed a filling defect on the top right side of the bifurcate graft.  Intravascular ultrasound (ivus) was used, which showed the stent graft was infolded. Per the physician the cause the infolding is undetermined.  No additional clinical sequalae were provided and the patient will be mo nitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding and endoleak were confirmed on the films provided. There was no stent graft excessive oversizing along the neck that could have been attributed to the infolding. Endoleak interrogation via selective angiograms ( i.e. Injecting contrast from different levels within the stent graft) which could help determined the source of the endoleak and rule out other possible causes was not seen, and therefore the subtype of endoleak could not be conclusively determined. It is possible that this was a type ia endoleak associated with the infolding and/or a type ii endoleak from patent collateral vessels. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.